Event description:
It was reported that pericardial effusion (pe) and cardiac perforation occurred. The procedure was aborted. A concomitant pulsed field ablation (pfa) procedure and left atrial appendage (laa) closure procedure was being performed. Pre-procedure imaging was performed and a pre-existing pe was not noted. Venous access was obtained and the pfa procedure was performed first. Intracardiac echocardiogram (ice) was used for imaging. Subsequently during the laa procedure , the pfa sheath was removed and a watchman trusteer access system (was) was advanced with a 27mm watchman flx pro closure device and delivery system (wd) and positioned at the laa then subsequently deployed partially. The wd did not meet release criteria, so it was recaptured and removed. A 35mm wd was selected, inserted, and deployed. The patient started to exhibit hypotension, and a pe surrounding the laa was noted on ice. The wd was removed and a pericardiocentesis was performed with 400ml of dull colored fluid removed. A blood transfusion was administered. A pericardial drain was placed. The procedure was aborted. The patient was stable and sent to the intensive care unit (ICU) for observation. The patient was then discharged. In the physicians opinion, the 35mm wd might have caused a small tear in the laa during insertion.